Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead - implanted: (B)(6) 2010; 419488 implantable pacing lead - implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead has had variable impedances the caller was wondering if there was an explanation as to why. It was also noted that there had been an alert for low impedance. The lead remains in use. No patient complications have been reportedas a result of this event.

Event description:
It was further reported that the atrial lead had triggered and atrial bipolar impedance out of range alert for low impedance and the caller is wondering what can be done to keep the alert from continuing to go off. It was noted that the atrial lead has had the same decreasing atrial impedance trend with both the prior device and the current device. Since the patient is in chronic af (atrial fibrillation) the lead was reprogrammed off. No patient complications have been reported as a result of this event.